Event description:
Patient had a perigee graft mesh implanted. During the first 24 hours post-operatively, patient complained of some weakness. Two days later the doctor performed exploratory abdominal surgery and located and drained a hematoma in the left inguinal area.